Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the reported issue was confirmed and isolated to a faulty heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was heating up slowing and had a ground issue. There were no reported adverse events.